Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the information available, the liberty select cycler is disassociated from the event as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was rushed to the emergency room. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient has been experiencing ongoing complications from a chronic low hemoglobin (7.4 ¿ 8.1 g/dl) for years. The pdrn states the patient is usually acutely aware of changes in their hemoglobin, however on this occasion they were not. The patient reportedly complained to their spouse that hey felt dizzy and lightheaded, and subsequently passed out. The patient reported that they completed treatment but was still connected to the cycler at the time of the event. Emergency medical services was called, and the patient was admitted for observation. The patient was given several (amount not provided) units of packed red blood cells (prbcs) and discharged in stable condition. The discharge summary was unavailable. The pdrn stated the event was unrelated to pd therapy and/or the utilization of any fresenius product(s), drug(s) or device(s). The patient has been discharged and continues to utilize the same liberty select cycler without allegation of malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.